Event description:
Procedure type: open splenectomy. According to the reporter: the instrument fired as usual, black toggles came all the way back as usual, but the jaws stayed closed. Nothing out of the ordinary regarding tissue type or thickness. The surgeon pulled most of the tissue out of the reload except for the distal end, where he applied artery forceps and cut the reload away. There was significant bleeding. The handle was used for 2 more firings across the spleen with no further issues. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).